Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer stated that the cartridges did not fit onto the pump. It was reported that the customer was installing the cartridge outside of the load process. The customer's blood glucose level was 400 mg/dl. Customer administered a manual injection.